Event description:
A customer contacted beckman coulter inc (bci) regarding an erroneously elevated accu tni result, generated by the synchron lxi 725 clinical system for one pt sample. Customer tested a pt sample for accu tni and obtained a result of 11.29ng/ml. The initial result was reported and the ER doctor decided to have the pt airlifted to a different facility. The first rerun was completed and gave a result of 0.04ng/ml. The result was reported to the ER doctor before the pt was transferred; the dr decided at that time to go ahead and have the pt moved anyway. Another repeat result of 0.04ng/ml and one result of 0.03ng/ml was obtained. The erroneous result was reported outside the lab. The customer did not receive any report of pt injury requiring medical intervention or death attributed to or connected with this event.

Manufacturer narrative:
The sample was collected in a 13x75 mm sodium heparin pst tube and centrifuged at 3100 rpm for 10 minutes at room temperature. The initial run was processed through the closed tube accessing (cta) system. The third repeat sample was processed in a 0.5ml cup through the cta. Qc resulted within specifications prior to and on the day of the event. System check run in 2008, met specifications. A field service engineer (fse) was on-site six days later: fse replaced substrate probe and ultrasonic transducer. Fse set transducer voltage per service protocol and performed pipettor alignments. Fse performed diagnostic testing which passed. Fse verified repair per established procedures and results met published performance specifications. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.